Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm13.2 implantable collamer lens, -9.0/+4.5/178 diopter, in the patient's right eye (od) on (B)(6) 2013. The patient experienced significant reduction of endothelial cell counting or significant endothelial cell loss. On (B)(6) 2017 the lens was explanted. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens and fibers on the lens surface. (B)(4).